Manufacturer narrative:
H.6. Investigation summary: one sample was received for investigation. It has the plunger rod, rubber stopper, no tip cap, no saline solution, the barrel label confirms the lot# 9028523. The plunger rod has been removed from the syringe. Visual inspection was performed finding no damages. The plunger rod was assembled back to the syringe, screwed to the stopper, finding no issues; then the plunger rod was pulled out and stopped at the barrel retainer ring. The two photos provided show the barrel label in one and the other one shows the plunger rod already removed from the syringe. The defect cannot be confirmed. The plunger rod was removed from the syringe. The syringe is designed to push the plunger rod down to expel the saline solution when flushing the IV lines, after that the syringe should be disposed as it is a one-time use. Pulling the plunger rod up and removing it from the syringe is off label use. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the plunger and stopper had disconnection. The following information was provided by the initial reporter: plunger and stopper disconnection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the plunger and stopper had disconnection. The following information was provided by the initial reporter: plunger and stopper disconnection.